Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the (epg) case was cracked. It was noted that the lower case was broken, upper case was broken, display wire was pinched and wire insulation was exposed, and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) case was cracked. The epg was returned for repair. There was no patient involvement. It was further reported that the epg tested out of specification during manufacturer's analysis.